Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d, e, f. H. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a zero flow rate issue. Per review of wo on 23oct2024, there was no patient involvement. Per follow up information received via mail on 02dec2024, they repaired the device on the customer site. The issue was zero flow rate problem. They replaced a circulation pump. The issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a zero flow rate issue. Per review of wo on 23oct2024, there was no patient involvement.